Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The serial number was updated, along with patient's age. The issue has not resolved and they suggested the patient be observed. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient could only charge up to (B)(4)% of the battery. They replaced the recharger but the issue persisted. It was reported that there were not more than (B)(4)% of the symptoms reduced. The cause of the device issue and troubleshooting performed were both unknown. It was still under observation at the present. No further complications were reported as a result of this event.